Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no function can be controlled and alarm sounds cannot be stopped" were caused by the failure of printed circuit board. The cause of the faulty cr board could not be identified. In addition, one segment of light-emitting device (led) indicators was caused by a failure in the front-panel led. The cause of the faulty led front panel could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the alarm sound was generated and the front panel of the high flow insufflation unit turned off. It was also reported that the front panel was not working. The issue was found during maintenance. It was reported that there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found circuit board failure of pressure sensor circuit. It also found component failure. The uhi device could not control any function and could not stop the alarm sound due to the circuit board failure. In addition, one segment of the light-emitting diode (led) indicator was defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.